Event description:
Customer called reporting high blood glucose and no delivery alarms. She also reported bent cannulas. She said she primed her device this morning until drops came out and left the house. By midday, she was feeling ill. This has happened three times since the end of may, and once in march. Customer's current blood glucose is 263 mg/dl. She said she felt sick to her stomach. She treated with the device. Normally, she does not run higher that 110 mg/dl. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during manual prime. Time, date, and settings were correct. Trouble shooting could not be completed for lack of a tubing clamp. A replacement device was sent. Nothing further reported.

Manufacturer narrative:
Unit passed function testing, including displacement tests, rewind, basic occlusion test, occlusion test, prime/a33 test, and the excessive no delivery test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The low reservoir alarm nd finish loading alarm functioned properly. Unit was programmed with several boluses and basal deliveries and monitored. The unit calculated the additional bolus deliveries. All bolus and basal deliveries were verified in the daily total screen. There were no daily total anomalies, basal anomalies, or bolus anomalies noted. Unit had a cracked display window and debris under the display window. The case was cracked at the display window corner and on the reservoir tube.